Event description:
The customer reported oil mist haze. The customer reported an employee with physical complaints. The employee complained of a sore throat. The employee did not seek medical attention or require treatment. The employee reported that the symptoms went away once they stepped out for fresh air. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found oil mist occurring while the vacuum pump was running. He replaced the oil filter cap and tested the unit. He ran an empty chamber standard cycle and the system performed to specs. This issue is being addressed with a customer letter, related to correction & removal.